Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with keypad being unresponsive. The customer states they tried to bolus, but the numbers keep scrolling. The customer states the device has been exposed to moisture before, but has never had an issue before. The customer's blood glucose level at the time was 146mg/dl. The customer also states receiving an unexpected restart alarm. The customer was advised that the pump would be replaced. The customer is holding on to the current pump as a back-up, until replacement arrives. The customer states they ran a self-test on the current pump, and it passed.